Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2gw13); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that ever since implant, the battery sticks out and hurts all the time they have had 3 surgeries on it and it is still not doing right, hey have tried to get different doctors to fix it and no one will fix it. Patient said the first time it was sticking out really bad and they did surgery, the second time they had the surgery the wire broke and electricity was running through and it hurt so bad so they had to fix that then they took it and put the wire on the other side hip and it still sticks out, when they sit in the car or sit in a chair it hurts so they went to another doctor who sent them to a dr in (B)(6) but they looked at it and said if they moved it would only be an inch and they don't think it will help so they said they are not going to do it. Pt said they think it was about a year ago a medtronic rep met with them at their hcp office and at first the rep agreed it was too low, not installed correctly then later the rep did not agree it was too low. The patient was redirected to their healthcare provider to further address the issue. Pt said they have worked with other hcps in the same office. Off ered and emailed hcp listings, redirected to the hcp. Pt requested assistance to check and see if therapy was on because yesterday they got up and it just gushed down their leg they could not get it to connect no matter what. Pt then said yesterday it was off and they did not take the steps to deliberately turn therapy was off. Pt said they think it turned off all by itself. Pt said about 2 days ago they did not feel like it was working as good, so when they checked yesterday it was off and they turned it back on. Worked with pt and a friend or family member to position the communicator and check therapy was on they saw their settings, checked their battery levels the ins battery was green and ok.